Event description:
It was reported that there were defective pcu (8015) keypads. The issues were noted prior to patient use.

Manufacturer narrative:
The reported issue that the pcu 1.5 module had defective keypad, could not be confirmed; no product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads. The issues were noted prior to patient use.